Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/24/2021. H6: appropriate term / code not available (e2402) utilized to capture mesh migration additional h6 clinical codes: e19, e2101. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2014 due to recurrent ventral incisional hernia, adhesions, pain, infection and mesh migration.

Manufacturer narrative:
Date sent to the FDA: 03/03/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.